Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a biopsy procedure, following lavage the probe was rotated to help collapse the cavity and the patient complained of pain. The needle was seen to be bent on subsequent images.